Event description:
It was reported that there was no stimulation sensation the morning of the report. It was noted that the report was about the patient programmer and that the patient was not able to adjust stimulation. It was currently at 9.10 volts at the time of the report, which was noted to be the upper limit that was reached. The patient had stopped feeling stimulation the morning of the report. The patient didn¿t receive much instruction when given the patient programmer. It was noted that this was taken care of. It was later reported that there was a 50% or greater symptom reduction. The cause of the event was that the leads moved. The reason for lead migration was that it happened while the patient was sleeping. The patient had much relief prior to the lead moving therefore would be having the implant.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # unknown, product type programmer, patient; product ID neu _unknown_lead, serial # unknown, product type lead; product ID 37743, serial # unknown, product type programmer, patient; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).